Manufacturer narrative:
Analysis found the unit with missing segments due to cracked zebra connector on the lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump screen is not clear and not able to read completely. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.